Event description:
It was reported that the bd needle pulled out of the hub. The following information was provided by the initial reporter translated from portuguese to english: when performing the peribulbar block for the vitrectomy procedure, the needle disconnected at its base, at this point without breaking, but with a high possibility of the metal remaining inside the eyeball. This would have been a very serious event if there had been a rupture/disconnection, with the need for surgery to remove it and potential eye loss.

Manufacturer narrative:
D3: franklin lakes has been listed as the manufacturer. G1: franklin lakes has been listed as the manufacturer. No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified, and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown. A photo of the defect or physical sample could assist our quality team in their investigation. Examination of the product involved may provide clarification as to the cause for the reported failure.